Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Brand name or manufacturer unknown.

Event description:
It was reported that the tvr event was definitely related to the study device and the procedure.

Event description:
Investigator indicated that during the previously reported dissection was definitely related to the study device and procedure.

Event description:
An admiral xtreme over the wire (otw) pta balloon catheter was used to treat a lesion located in the prox to mid sfa of the right leg. However it was reported that a dissection occurred during the procedure. Treatment of the dissection is unk. Relation between the reported dissection and the study device was not assessed. It was reported that approx 9 months post procedure pt presented with symptoms of claudication. No treatment was given at that time; however it was reported that approx 10 months post index procedure revascularization of the right leg was performed. No other clinical sequelae were reported.